Manufacturer narrative:
Other, other text: device evaluation: one smiths medical cadd-legacy duodopa ambulatory infusion pump was returned for analysis. Three separate delivery accuracy tests were performed. The pump was found to be delivering properly and within specification. The pump expulsor will be replaced in order to bring the delivery into more nominal a range. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump may not be infusing correctly. No adverse patient effects were reported.